Manufacturer narrative:
A picture was returned by the customer showing a blue square outlining the tube separated from the y-site. The complaint of tubing separated from connector could be confirmed based on the returned picture. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation; however, a photo was provided. Investigation is pending.

Event description:
The event involved a plum set where it was reported that the tubing separated from connector. There was unknown patient involvement and unknown patient harm. No additional information is available.